Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm blood at site complaint due to the insertion needle note being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had site issues and sensor. Customer's blood glucose at time of incident was 92 mg/dl. The customer stated the site is not actively bleeding and the blood is not visible on the sensor connector. The customer stated that sensor was not tugged or pulled on after insertion and inserted away from restrictive clothing. The customer stated that sensor is fully inserted and the site is comfortable. The customer was advised to monitor site. The customer was advised the we will replace the current sensor and add on the blood glucose versus sensor glucose code for her and file a report for the threshold suspend.